Event description:
It was reported that the insulin pump experienced a backlight anomaly. The customer stated that she would hit the b button and down arrow to turn on the backlight, and the backlight would flash on and off every time she pressed button. She noted that the insulin pump was not set in the vibrate mode. She reported that it was difficult for her to do anything on the insulin pump because the backlight kept blinking on and off without staying on long enough. She stated that the issue had been ongoing for the last 4 or 5 months. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.